Event description:
Additional information received identified the ipg was replaced since patient was recharging the ipg more frequently and so the physician changed it to utilize burst therapy. Frequency for recharging gradually increased over time.

Manufacturer narrative:
The ipg serial number was included in the field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg was explanted and replaced for an unknown reason. Effective therapy was restored post-operatively.